Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. In addition, undersensing was also noted. This lead remains in service. No adverse patient effects were reported.